Event description:
Report rec'd from the USA stating the device was experiencing overheating. It was reported that the device was being used during surgery, but w/o pt or user injury. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is currently in progress. When the eval has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).